Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed at leak and error 5106 (ventilator inoperative) test during final testing. The device will be returned to the customer unrepaired. Additionally, there is dust on the blower box, the patient¿s complaint was not confirmed, and the device was corrected. The device could not be tested and came only for remediation, and the foam has been verified and was installed correctly. No further action was performed for the failed testing as the device was approved for remediation only.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed at leak and error 5106 (ventilator inoperative) test during final testing. The device will be returned to the customer unrepaired. Additionally, there is dust on the blower box, the patient¿s complaint was not confirmed, and the device was corrected. The device could not be tested and came only for remediation, and the foam has been verified and was installed correctly. No further action was performed for the failed testing as the device was approved for remediation only. In the previous report, section h6 problem code was incorrect. It has been updated/corrected in this report.